Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jul-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the hardware had failed. The field service engineer (fse) found that the tower was not detected on the bus because the cable connecting the tower to the medstation was loose. The issue was resolved by securing the cable to the medstation. The repair was tested in the hardware test application (hta) and confirmed to be successful. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the tower hardware failed and would not allow the user to open it, and it would not recover. The user also could not override it. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.